Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to pass the guidewire through the microintroducer is confirmed but the exact cause remains unknown. One 35 cm guidewire was returned for evaluation. The guidewire was present within the hoop assembly. A 3.5 fr x 5 cm microez microintroducer was also returned. An attempt to pass the proximal end of the guidewire through the distal end of the microintroducer was unsuccessful due to the interference caused by the disjointed coils. Microscopic inspection of the guidewire revealed the proximal end of the wire to contain disjointed coils. The outer diameter of the guidewire was measured at the regions that did not contain the disjointed coils and was found to be within manufacturing specification. Since the damage present on the guidewire was found to contribute to the difficult insertion, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of refr1859 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported that the tail end of the guide wire was found to be uneven and thickened during puncture. This made it impossible to insert the introducer sheath. 12/22/2022 - the customer reported three devices however only one guidewire was returned for evaluation. During evaluation, the returned guidewire was found to have disjointed coils at the proximal end. This file will address the returned device.